Event description:
A complaint was received that the adc device would not power on with either button press or test strip insertion. Due to this, the customer experienced a seizure, and the paramedics were called. The paramedics obtained a capillary glucose result of 10 mg/dl and the customer treated with fruit compote (sweet food). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.